Manufacturer narrative:
Submit date: (B)(6) 2017 based on clarification received from the medtronic representative on (B)(6) 2017, it was determined that medtronic was notified of this event on (B)(6) 2017, not (B)(6) 2017 as originally reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer report that there was a leakage in the connection between the administration line and the drip chamber during priming. This occurred with two each. No patient was involved.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer report that there was a leakage in the connection between the administration line and the drip chamber during priming. This occurred with two each. No patient was involved in their case.

Manufacturer narrative:
Samples were not received for the investigation. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the defect and root cause analysis. A corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for qa tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer report that there was a leakage in the connection between the administration line and the drip chamber during priming. This occurred with two each. No patient was involved in their case.